Manufacturer narrative:
This report was initially submitted following notification from a customer in martinique regarding a false negative result while testing a patient sample using the vidas® sars-cov-2 igg (9cog) 60t (ref. (B)(4), lot and expiry date are unknown). Alternative test methods gave a positive interpretation of the sample. The customer¿s sample was not returned to biomerieux. There has been no answer from the customer regarding the availability of samples. A control charts analysis was performed by the complaints laboratory involving four (4) positive samples and 17 lots of vidas® sars cov-2 igg assay ref. (B)(4). All the results of these samples were within acceptable ranges and compliant to the expected interpretation. The lab did not observe any batch showing an atypical behavior. According to the initial information provided, vidas® sars cov-2 igg result was compared to results obtained using competitor methods with a total antibodies detection. The antibodies type targeted by the method could explain the discrepancy observed (antibodies type and viral protein targeted). It is mentioned in vidas® sars cov-2 igg ref. (B)(4) at section limitations of the method the following, ¿the individual immune response following sars-cov-2 infection varies considerably and might give different results with assays from different manufacturers. Results of assays from different manufacturers should not be used interchangeably.¿ per the vidas® sars cov-2 igg package insert ref. (B)(4), the sensitivity was determined by investigating 190 samples collected from 120 patients. The sensitivity evaluated is 96.6% for samples collected after 16 days after pcr positive result. As the customer did not communicate the lot of vidas® sars cov-2 igg used and did not provide the patient's sample, it was impossible to perform a test internally. The investigation performed found no evidence that a specific lot of vidas® sars cov-2 igg assay was not compliant with its specifications. See section h10.

Event description:
A customer in (B)(6) notified biomérieux of obtaining a false negative result while testing a patient sample using the vidas® sars-cov-2 igg (9cog) 60t (ref. 423834, lot and expiry date are unknown). Sars-cov-2 igg results: negative on (B)(6) 2020. Alternate methods: total ac serology on roche elecsys: 3.1, positive on (B)(6) 2020; un science igg anti-sars cov-2 rapid test: positive on (B)(6) 2020; total ac serology on roche elecsys: 2.7, positive on (B)(6) 2020. At the time of the assessment, it is not known, which results were reported by the customer despite several contact attempts from biomerieux local customer service (lcs) to the customer. The samples tested on (B)(6) 2020 were tested at two different laboratories for the same patient. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated. Note: reference 423834 is not sold or distributed in the united states. However, u.s-only product reference, 423834-01, has the same formulation and physical properties as reference 423834.